Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded fentanyl, bupivacaine, and clonidine at unknown concentration and doses via an implantable infusion pump. It was reported the patient reported discharge from the old pump pocket incision. The patient noted purulence under the scab at incision on (B)(6) 2016. Examination revealed a red spot on the right abdomen on (B)(6) 2016. The patient was continued on previously prescribed antibiotics. Laboratory testing of a culture from the right flank incision gave results of staph aureus, (B)(6) on (B)(6) 2016. Intravenous (IV) antibiotics were administered. An intrathecal medication bolus in the office on (B)(6) 2016 was found to be ineffective in controlling intractable pain. There was 0% relief after 30 minutes. Side port catheter evaluation found the catheter to be operational with no evidence of loculation on (B)(6) 2016. Laboratory testing of a cerebrospinal fluid (csf) gram stain, culture and sensitivity showed no organisms. A culture of the old pump pocket incision (right flank) grew staph aureus. Laboratory testing gave results of blood work showing elevated white blood cells and other values consistent with sepsis. IV demerol/phenergan and antibiotics were administered in office. The patient was given IV daptomycin. The pain became controlled with IV pain medications, intrathecal pain medications , and IV antibiotics. There was no further documentation of sepsis at a follow-up visit on (B)(6) 2016. Examination on (B)(6) 2017 revealed a 3 x 2 mm red area with minimal clear drainage of the right abdomen. Surgical debridement of the old pocket, right flank was done on (B)(6) 2017. Oral doxycycline was administered on (B)(6) 2017. Oral bactrim was added on (B)(6) 2017. Examination on (B)(6) 2017 revealed the incision approximated with small area of dried dark red fluid. A catheter was removed from the previous device not enrolled under the clinical study on (B)(6) 2017. Examination on (B)(6) 2017 revealed the incision healing well, but slight redness along the left side of the incision. Bactrim was extended for one month total post-op. There was no further signs of infection after the (B)(6) 2017 follow-up visit and the outcome was considered resolved without sequelae. The event resulted in in-patient hospitalization. The etiology of the event was noted as not related to the device or therapy and unlikely related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had fentanyl ( 1422.0 mcg/ml at 744.7 mcg/day), bupivacaine (23.3 mg/ml at 12.202 mg/day), and clonidine (1871.0 mcg/ml at 979.8 mcg/day) in their pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the clinical diagnosis to non-healing wound, right flank, status post intrathecal catheter revision with retained intrathecal catheter. The patient's baseline weight was noted as (B)(6) lbs.